Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. Reportedly, there was more than 80 units of insulin in the cartridge. The customer had gone through multiple supply changes while trying to resolve the issue. Ultimately a new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.